Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip was broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that no fragments fell into the patient¿s anatomy, and the patient has not returned to the hospital due to experiencing any post-surgical complications related to the retention of foreign material.

Manufacturer narrative:
The harmonic ace instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a broken blade at the base. A piece approximately 0.3585 by 0.0935 inches was found to be broken off and not returned. The components adjacent to the broken blade did not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). .